Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a device was bent. The product was purchased by the hospital and delivered from the warehouse to the distributor june 27th, 2013. When the surgeon opened the package, he found the tip of product was bent under his inspection. The distributor reported this to the sales rep. The product was received july 15, 2013. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
All the related manufacturing documents have been researched and could not find any indication of a wrong manufacturing. The final inspection showed that this double drill guide was manufactured according to specifications.